Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that there son hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 348 mg/dl in the hospital. Customer¿s current blood glucose level was 424 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing, diarrhea, dizziness, headache. Customer was treated that with manual insulin and insulin drip. Customer was alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.